Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg experienced air bubbles in gel. This event occurred 600 times. The following information was provided by the initial reporter: translated to english. The customer stated "when preparing to use ppt tubes for blood collection, found that the gel was all air bubbles, so all the products in question were returned to the dealer."

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg experienced air bubbles in gel. This event occurred 600 times. The following information was provided by the initial reporter: translated to english. The customer stated "when preparing to use ppt tubes for blood collection, found that the gel was all air bubbles, so all the products in question were returned to the dealer."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.